Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. A failure of the device to power on was observed. The device's system board will be replaced to address the issue. Device was evaluated but the components have not been replaced pending customer approval of estimate.